Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Reimplantation is planned but has not occurred as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
Per the patient's surgeon, the patient was reimplanted with a new device (B)(6) 2011. This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Correction: the correct patient identifier is (B)(6); and not (B)(6) as previously reported. This report is filed (B)(4) 2013.